Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a difficult time recharging due to poor coupling using their new recharger. They usually got bars, but on (B)(6) 2016 it took 3 hours to get bars while the patient was charging. They were not getting coupling bars. The patient reported that the manufacturer representative also had a difficult time getting coupling bars, but eventually got them. The patient also reported a loss of stimulation. They stopped feeling stimulation about a week ago. The last 2-3 days the patient was trying to turn their stimulation on but was not able to. With troubleshooting, the patient was able to connect and the ins icon showed that the ins was turned off. The ins charge level was at 75%. The patient was able to turn stimulation on. The stimulation the patient felt was too much. The patient programmer showed a warning screen to "replace programmer batteries" so the patient had to use the insr to turn the stimulation off because the patient felt it was too strong. It was stated that his change was sudden. The patient stated that they would replace the patient programmer batteries and then turn stimulation back on and down. The patient reported that they had fallen three different times last week. The patient had a hard time walking because they had fallen and it was painful. Their health care professional (hcp) wanted to do an x-ray to see if their hip was cracked or broken. The patient stated that it was painful and hard to walk because of the falls and cracked or broken hip. Additional information has been requested regarding cause, actions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up will be submitted.